Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During follow-up, there was some episodes of non-sustained right ventricular oversensing that was later identified as post-paced t-wave oversensing by technical support noted on the device. Ts recommended device reprogramming, no intervention was performed to resolve the event.